Event description:
Healthcare professional reported right side "possible infection". Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of infection (unknown onset) is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Further investigation results: information collected in documentation mentioned above during the investigation, there is enough evidence to support that all devices involved in this work order were released in accordance with abbvie¿s procedures and were no defects problems /issues observed during the manufacturing process and the review of the documentation associated to the investigation. Environmental monitoring results were found to be acceptable, and they confirmed that there was not an adverse impact on environmental conditions, device quality or performance. Given the fact that the cause of the infection cannot be specifically associated to manufacturing process, no corrective action is deemed necessary at this time. According to the device history record review performed, the reported event was not confirmed. Environmental monitoring results for (B)(6) 2024were reviewed and all results were found acceptable. Bioburden testing results for the (B)(6) 2024 were found to be acceptable. The reason for reoperation: infection (unknown onset).

Manufacturer narrative:
Additional, changed, and/or corrected data: a2, a4, b3, b5, h6.

Event description:
Healthcare professional reported right side "possible infection". Device has been explanted and discarded.